Event description:
It was reported that a bearing fell out of the device. There was not patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer for investigation. According to the quality engineer, the drive shaft assembly was determined to be missing one of the straight pins that are pressed to hold the collet large in place. The root cause is improper pressing during assembly.